Event description:
During a kit inspection on (B)(6) 2010, the sales representative noted that the sequoia modular screwdriver tip was broken. He was unable to say when this occurred. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
No patient interaction. Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.